Event description:
The weck sales rep reported the incident in 2004. The initial report indicated that during a coronary artery bypass graft (CABG), applier severed an ima branch during clip application. The surgeon had to perform a graft to repair the ima branch. The alleged applier used was a horizon medium 8" curved applier. There was no add'l info reported. No further complications were reported on the pt at this time.